Event description:
Patient was revised to address loosening of the femur and patella at the cement/implant interface. Depuy cement was used in the primary surgery. (Right knee)

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.